Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. A s233 (overtemperature-psc) malfunction alarm code was noted in the device history. Additionally, there was an abnormal grinding noise from the fan on start up. The probable cause of s233 malfunction alarm code and the grinding noise was a broken fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept with a note stating, "s233 malfunction alarm and noisy fan." No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted in the device history. No additional info was provided.